Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation as been initiated based on the reported information.

Event description:
The user facility reports that the patient had a licox probe with icp placed. The nurses were checking a luer lock near the patient's head to be sure it hadn't come loose, but did not check the one located further away. This distal part come loose and the catheter pulled out. The catheter was then replaced. No patient injury reported.